Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found that water tightness was lost due to damage to the biopsy channel, the insulation resistance value at the distal end did not meet standard value due to a scratch on the cover, the suction volume did not meet standard value due to damage to the biopsy channel, the bending angle in the up direction did not meet standard value due to wear of the angle wire, the scope cover was scratched, and the adhesive of the bending section cover was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope had 3 positive microbial tests. The issue was found during reprocessing. The scope was last used on (B)(6) 2022 and was last reprocessed on (B)(6) 2022 using a medivator advantage automatic endoscope reprocessor. The scope passed the leak test and reprocessed according to the instructions. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted however, those defects alone were not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.